Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had no display. There was no patient impact.